Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("removal of displaced coils.") And device expulsion ("presence of metal device in uterine cavity") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of appendectomy, thyroidectomy, ectopic pregnancy, premenstrual migraine, migraine headache, pain in knee, pelvic pain, dyspareunia, uterine fibroid and menorrhagia. Essure was removed on (B)(6) 2017. On an unknown date, the patient had essure inserted. On unknown dates she experienced device dislocation (seriousness criterion intervention required) and device expulsion (seriousness criterion intervention required). The patient was treated with surgery (robot assisted lap total hysterectomy salpingectomy bl lap done on (B)(6) 2017). The reporter considered device dislocation and device expulsion to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2017: diagnosis: uterus and cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy- leiomyoma. Proliferative-type endometrium with autolytic changes. Lower uterine segment with focal eosinophilic change and calcifications. Endocervix with chronic inflammation and squamous metaplasiacervical nabothian cysts. Bilateral physiologic fallopian tubes with focal calcifications. No malignancy is seen. Gross description: there is intrauterine contraceptive device present. [Ultrasound scan] on (B)(6) 2017: ultrasound results showing presence of metal device in uterine cavity were discussed with the pt. She denies having iud inserted and only recalls having the essure coils inserted. They obviously appear displaced on ultrasound and hence would recommend removal of uterus for both treatment of bleeding and removal of displaced coils. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("removal of displaced coils.") And device expulsion ("presence of metal device in uterine cavity") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of appendectomy, thyroidectomy, ectopic pregnancy, premenstrual migraine, migraine headache, pain in knee, pelvic pain, dyspareunia, uterine fibroid and menorrhagia. Essure was removed on (B)(6) 2017. On an unknown date, the patient had essure inserted. On unknown dates she experienced device dislocation (seriousness criterion intervention required) and device expulsion (seriousness criterion intervention required). The patient was treated with surgery (robot assisted lap total hysterectomy salpingectomy bl lap done on (B)(6) 2017). The reporter considered device dislocation and device expulsion to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2017: diagnosis: uterus and cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy- leiomyoma. Proliferative-type endometrium with autolytic changes. Lower uterine segment with focal eosinophilic change and calcifications. Endocervix with chronic inflammation and squamous metaplasiacervical nabothian cysts. Bilateral physiologic fallopian tubes with focal calcifications. No malignancy is seen. Gross description: there is intrauterine contraceptive device present. [Ultrasound scan] on (B)(6) 2017: ultrasound results showing presence of metal device in uterine cavity were discussed with the pt. She denies having iud inserted and only recalls having the essure coils inserted. They obviously appear displaced on ultrasound and hence would recommend removal of uterus for both treatment of bleeding and removal of displaced coils quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.